Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy, and has alternate insulin therapy if needed.